Event description:
Seroma: graft was placed in upper arm for av access, within a tunnel that was less than 10mm. A post-operative seroma formed, with serous fluid weeping out the entire length of the graft. There was a reintervention to drain the seroma. Topical thrombin was placed on the surface of the graft. The graft remains implanted without further weeping.